Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.

Event description:
Approximately seventeen days post index procedure, the patient died. The cause of death was documented as being unknown. The patient was enrolled in the (B) (4) study with an 80% lesion in the right mid internal carotid artery. The lesion was pre-dilated. An angioguard was chosen for the procedure, however, it would not track to the lesion. Therefore, another angioguard was placed and a precise stent was successfully implanted.

Event description:
It was reported that during an open hysterectomy procedure, the blade broke off when it was cleaned outside the patient. No pieces were left inside the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
It was previously reported that this patient enrolled in the (B) (4) study died 17 days later, due to unknown causes. Additional information was received that the cause of death was cardiac related and was due to a myocardial infarction. Therefore, the death is not attributed to the precise pro rx stent and no further events that meet the MDR criteria of a death or serious injury. No further information is available and no further reports will be forthcoming.